Manufacturer narrative:
Submit date: 7/27/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: after drawing up the medication the syringe was leaking.

Manufacturer narrative:
Submission date: 09/11/2018 correction: lot no:728271 an investigation was performed for the reported customer complaint: ¿the customer reports: after drawing up the medication the syringe was leaking. The nurses had used the product for years and it was experienced by two nurses. There is no patient involved in this event.¿ a review of the device history record (DHR) for lot no. 728271 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leakage, damage and occlusions. A review of the entire DHR found no manufacturing or inspection anomalies. Maintenance records (corrective and preventive) and calibration records were reviewed with no issues noted related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process or material related to the reported condition. Equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed. Two (2) samples (unopened) were received for evaluation. Visual inspection observed no signs of damage on the needles. The samples were tested for luer leakage and occluded with no issues identified. The reported condition of leakage was unable to be replicated. Although there was no mention in the reported complaint, it was noted that one (1) of the samples contained inclusions embedded in the molded sheath. A 6m root cause investigation was conducted for potential contributing factors for the conditions of syringe leaking and molding issue (embedded particles). There were two (2) potential root causes identified for the condition of syringe leaking which pertained to the user¿s application of the device and material syringe (sourced by customer; potentially out of specification), but there¿s insufficient information to determine whether those factors were the true root cause. One (1) of the samples examined contained embedded particles in the sheath of the needle. The probable root cause identified for the molding issue was determined as burnt resin that potentially broke loose from the inside of the barrel of the injection molding machine and became embedded in the plastic. The investigation did not identify a systemic issue with the product or manufacturing process. The investigation found no evidence of any issues with the molding process for the molded sheaths used in production of the lot. The embedded particles were most likely created during a random event during the molding process. The issue presents a negligible risk to the patient, because the specks were embedded in the plastic and would not come in contact with the patient. The reported customer complaint of syringe leakage is not confirmed . A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.